Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13992. It was reported one of the patients leads was fractured. As a result, surgical intervention was undertaken wherein the both of the leads were explanted as the physician could not identify which lead was at fault. Note: it is unknown which lead was fractured so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.